Manufacturer narrative:
(B)(4). The homechoice (hc) cassette was returned for evaluation. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional testing all passed with no issues noted. The cassette was able run on a test homechoice (hc) successfully. The reported problem was unable to be confirmed through sample analysis. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.